Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine that would not power on prior to use. Upon follow up, it was confirmed that a fresenius (B)(4) technician found a burned on/off switch and burned power board cables. The technician replaced the main power switch, repaired the cables of the power board, replaced the actuator board, and replaced the concentrate pump springs (which were found to be broken) to resolve all issues and return the machine to service. It was confirmed there was no patient involvement.

Manufacturer narrative:
Plant investigation: during an onsite investigation, a fresenius (B)(6) technician addressed a reported no power issue by replacing the burned power rocker switch, the actuator/test board and by repairing the burned power board cables. The technician also resolved a physical damage issue by replacing the broken springs in the concentrate pump. The machine passed tests, was disinfected and returned to service without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.